Manufacturer narrative:
THE DEVICE EVALUATION IS ONGOING. SHOULD ADDITIONAL RELEVANT INFORMATION BECOME AVAILABLE, A SUPPLEMENTAL REPORT WILL BE SUBMITTED.

Event description:
THE CUSTOMER REPORTED THE RHINO-LARYNGO VIDEOSCOPE DISTAL TIP OF THE WAS PEELING OFF DURING SERVICE/MAINTENANCE (NOT IN A CLINICAL SETTING). THERE WAS NO PATIENT INJURY REPORTED.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrections added to fields: D5 (Operator of device), G2 (Added Health professional). Additional information added to fields: D9, G2, H3, H4, and H6. The device was returned to Olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: Causes such as damage of parts due to deterioration/deformation/some kind of physical stress, without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.